Event description:
The customer called to report high blood glucose levels. The customer's blood glucose levels were too high for the glucose meter to read. Found that the customer changed the infusion set and didn't prime properly. It was later stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 785 mg/dl. The customer also experienced a mild heart attack and kidney problems. The customer did not receive insulin for one and a half days due to not priming properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.